Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 371 mg/dl the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to interface board broken solder joint. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.